Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
A.) Was there any suggestion by anyone indicating that there was or may be deficiency with the product(s)? If yes please provide details. B.) Can you please clarify, were the femoral component and tibial tray removed? It was a diar procedure which would indicate only the bearing would be changed allowing a thorough washout of the joint space. As explained I did not attend and I do not recall there was any suggestion that the components were at fault. From the best of my knowledge this was a diar procedure for infection.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dair procedure for infection left pfc sigma total knee replacement primary surgery uncertain however believed to be royal newcastle centre primary surgeon dr michael tarrant. Primary surgery date (B)(6) 2009 or (B)(6) 2009. Doi: (B)(6) 2009. Dor: (B)(6) 2021. Left knee.